Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported failure was confirmed. The instrument was found with the entire teflon pad removed from the clamp arm. No material appeared to be missing as the entire teflon pad, approximately 0.40"x 0.11" was returned along with the instrument. The complaint regarding physical damage was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the harmonic ace white spacer fell off. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. There was no instrument collision and no fragment fell inside the patient. There was no injury to the patient.